Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. The device was then reprogrammed to the alternate vector, however another inappropriate shock was delivered the following day. This system is expected to be explanted and replaced with a transvenous system, however currently remains in service. No additional adverse patient effects were reported.